Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that there were stored untreated and treated episodes due to t-wave oversensing and double counting. Further review found that there was double counting of the t waves both in primary and secondary vectors and low r wave amplitudes. It was noted that the electrode was not in the same anatomical position as originally implanted. The electrode was noted to be a little medial and back left lateral. Another automatic screening test was performed and did not pass in four different positions. The rate was increased to 240 and then noise was seen and two more untreated events were noted. There was discussion that the patient may have had a silent myocardial infarction. Engineering reviewed data from the subcutaneous implantable cardioverter defibrillator (s-ICD) and found low sensing amplitude in all three vectors. They planned to bring the patient in for rescreening and further testing. Approximately one month later the s-ICD and electrode were explanted due to the t-wave oversensing and double counting. The cause of the change in amplitude signals was never fully determined. The patient was implanted with a transveneous system. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out-of-range measurements or interruptions in therapy output. Simulated induction testing was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.